Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient interface was delayed and the orders were not current. The technical support specialist (tss) stated that if the device did not receive any patient or order data from the server with 15 minutes, then the system would mark the active directory system as delayed, and once the information was received then the icon message would disappear. Tss stated that since it was s small facility it likely the traffic was slow at the site. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the patient interface delayed and the orders were not current. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.